Event description:
A customer contacted (B)(6) service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain. The home patient (hp) explained she had disconnected earlier, but had reconnected so was connected at the time of the alarm. The alarm was explained and the hp would start therapy over again using new supplies. Proper procedures per the user manual were reviewed with the caller. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The pd rn stated there was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.